Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.5x12 apex balloon catheter was used for predilation of the lesion and a 16 x 3.00 rebel stent was advanced but was unable to cross the target lesion. The device was removed and the lesion was again predilated. It was then noted that the end of the stent was flared. The procedure was completed using a 3x16 rebel rx stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).